Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had a blood glucose (bg) of 1324 mg/dl with large ketones, vomiting, nausea, and lethargy. Patient was transported to the hospital by paramedics and remained hospitalized for a few days. This complaint is being reported because the patient experienced hyperglycemia and the pump could not be ruled out as a cause of/contributor to the bg excursion.